Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported low blood glucose on the 50 mg/dl range. Customer stated that if he had a hypoglycemic event during warm up, the sensor seems to be stuck thinking he is low for several hours regardless of how many times he calibrates. Last incident was last week, he did not remember the date. Nothing further reported.